Event description:
It was reported that the pump's usb port was loose. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.